Event description:
New information states that since the lead wear was broken, the battery ran out early and the device went into backup.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the pacemaker exhibited backup vvi due to premature battery depletion. V pulse amplitude was noted to be greater than 4 v. The physician believes that the lead wear caused the device to go into backup vvi. Bradycardia was noted. The device was explanted and replaced. The rv lead was made inactive and left in the patient's body. A new rv lead was implanted successfully. The patient was in a stable condition.